Event description:
The user (a veterinarian) reported that the needle "broke off" while performing a cystocentesis on a canine. Additional information that was provided by the user facility included the following: the distal portion of the metal needle reportedly became detached from the plastic hub during removal of the device following the procedure; the detached portion remained in the wall of the dog's bladder; surgery was performed to retrieve the detached portion of the needle; the dog is reported to be doing "ok"; and this is the first time this has happened to the veterinarian, who has been using terumo needles for over 25-years.

Manufacturer narrative:
(B)(4) - this report was not associated with a human patient. (B)(4). Visual examination of the returned sample confirmed that the distal portion of the steel cannula had been broken at the point where it exits the epoxy. The proximal portion of the cannula was and the surrounding epoxy adjacent to the point of separation showed the epoxy had been cracked due to some force being applied; and the cannula walls had been distorted into an oval cross-sectional shape; and the exposed edges of the cannula wall were rough. Inspection of the detached distal portion of the cannula showed a similar oval cross-sectional shape with rough surfaces; and a clear bend in the cannula shaft along the 3-mm distal to the point of separation. Inspection of returned samples from the reported lot, plus retained samples from the reported lot, the previously manufactured lot and the subsequently manufactured lot confirmed that there were no defects or anomalies. Testing of these samples confirmed that product performance specifications were met for stiffness and resistance to breakage in accordance with iso 9626. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that the event was related to a pre-existing device defect. Although the cause for the observed breakage of the needle cannula cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the needle having been severely bent causing the cannula to become kinked into an oval shape followed by bending back in the opposite direction resulting in the observed breakage and separation. Testing intended to simulate the reported failure mode confirmed that multiple, repeated severe bending stresses were required in order to cause breakage of the stainless steel cannula. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).